Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with striae in right eye. A flap lift and rinse was performed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient had no complaints and noted they are happier after elevation, debridement, irrigation, repositioning (edir). Patient reported symptoms are not interfering with daily activities. It was reported patient's symptoms were resolved as of (B)(6) 2017. Bcva from (B)(6) 2017: right eye pre-op 20/20 -4.00 x -1.25 x 18, left eye pre-op 20/20 -6.00 x -1.75 x 165. Bcva from (B)(6) 2017: right eye post-op 20/25, left eye post-op 20/20. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/25 .00 x .00 x 90.

Manufacturer narrative:
In the initial report the device manufacture date provided was 11/1/2007 was incorrect. The manufacturing site has provided the date of manufacture as august 2007. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.